Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip scissored on the cystic duct. The next two proximal clips and two distal clips (on the cystic duct) were closed at the tip, but not at the head - being oval shaped. The proximal portion of the next clip was in the jaws, but the legs were hanging out of the jaws. The device was removed; the surgeon fired several clips onto the mayo stand. No information was available as to the appearance of these clips. The surgeon completed the case with this same device going very slowly and carefully. There were no patient consequences reported. The hospital will not release device.

Manufacturer narrative:
(B)(4). Additional information requested: return order created and 3rd follow up attempt-additional information requested from rep: did scissored clip cut structure? Did bleeding or leakage occur when structure was cut? If bleeding, please quantify amount of bleeding that occurred. Did cut structure result in change of procedure or alteration in post-op patient care? Surgeon did not report any of these issues. Was the clip fully advanced into the jaws prior to firing? Not known. Were there any feeding issues experienced with the device? Surgeon did not report any feeding issues. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Not known. Was there any torquing or twisting of the device present at the time of firing? Surgeon reported no torquing or twisting. Was any unexpected resistance felt while firing the trigger? Surgeon did not report any difference in resistance. Were any unexpected noises heard? If so, when? Surgeon did not report unexpected noises. What was the shape of clips that were fired onto mayo stand. Not known. Did somebody other than the primary surgeon fire the instrument? If so, whom? Primary surgeon fired instrument. Was there a recent conversion to ees devices in this account or with this surgeon? No, surgeon has been using the device over 15 years. The analysis results found that the device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed three clips as intended. Finally it locked out as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria was met before this batch was released for distribution.